Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the right ventricular lead of an asymptomatic patient during follow-up. The physician planned to explant and replace the lead at a later date.